Manufacturer narrative:
Product analysis: the hawkone device was returned within a white saftpak envelope. Within the envelope, the device was contained within a clear and red biohazard bag. The distal tip, including the inner laser drilled coils and the distal rotating tip were returned within small, sealed pouch. No ancillary devices were returned. A bend was noted in the torque shaft, beneath the strain relief. The distal assembly was fractured apart in two locations. The first location was the at the proximal end of the housing, distal the anchor pockets. The second location was between the drive shaft and the cutter. The drive shaft was advanced approximately 2.5cm distal to the cutter window. The fracture face was ductile in nature. Inspection of the housing assembly revealed biological debris in the assembly. A portion of the inner laser drilled coils was protruding from the proximal end of the housing assembly. A bend was located in the distal housing approximately 2.8 cm distal to the proximal end of the housing assembly. The distal tip measured approximately 6.0cm, consi stent with the specification for tip length. Microscopic inspection revealed no tears in the tecothane at the bend. The inner diameter of the housing assembly was illuminated to inspection for the cutter. The cutter could not be located. A 0.014¿guidewire was then inserted through the distal assembly to confirm that the cutter was not located within the assembly. No evidence of the cutter was found. The cutter was not returned with the device. Microscopic inspection of the proximal end of the distal housing assembly revealed damage to the proximal end of the housing assembly. A fracture face was observed on the proximal end of the inner laser drilled coil which was protruding from inside the housing assembly. Damage was noted to the cutter window. The sides of the cutter were bent. No anomalies were noted with the guidewire lumen of the housing or the rotating distal tip. Image review: four photographic images were returned for review. The first image contained the label portion of the shelf-box. The label indicated lot number 0010126155, consistent with the returned device. The remainder of the images contained the distal assembly of the hawkone device. The first image showed a guidewire running through the lumen of the distal housing. Biological debris was observed throughout the housing. It was found that the housing had detached from catheter distal to the anchor pockets. A portion of the inner laser drilled coils was observed on the proximal end of the housing assembly. No damage was observed to the housing guidewire lumen. The rotating distal tip and the catheter were not contained within the image. The next image contained the distal housing assembly, including the inner laser drilled coils and the rotating distal tip. The basket of the spider fx device was protruding from the distal tip. The last image contained the cutter window and a portion of the drive shaft. It was noted that the cutter was not located on the drive shaft tip. The cutter could not be located. A wire-like material was observed wrapped around the cutter window. The wire was consistent with a portion of the stent. According to the report there was a previously implanted, non-medtronic stent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the previously deployed stent which was implanted 2 years ago and is a non-medtronic device. The hawkone device was used to treat in-stent restenosis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a hawkone directional atherectomy device to treat fibrous plaque in the mid right superficial femoral artery. The artery diameter was 6mm and lesion length was 150mm. There was little degree of tortuosity or calcification and 50% lesion stenosis. There were no abnormalities reported in relation to anatomy. A 6f non medtronic sheath and .014 guidewire were used. A 6mm spider device was used for embolic protection. The vessel was not pre-dilated. The vessel was post-dilated. The IFU was not followed during preparation, procedure, post-procedure. It is reported that there was in stent stenosis turbohawk¿d and that guidewire advancement/lock-up/ prolapse/ lumen torn/ ripped occurred. The device was advanced over bifurcation. The guidewire was hydrated at preparation. Severe resistance felt during advancement. The guidewire prolapsed caused embolization and the tip was removed via thrombectomy. The guidewire lumen was torn from the distal tip. The guidewire did not lock-up on catheter. The procedure was completed. The hawkone was removed, broke at connection of cutter window and nose cone. A covered stent was inserted the length of previous stent and then a second covered stent was placed into stenosed area where bare metal stent was mangled. There were no patient symptoms or complications associated with this event.